Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns, code 204, code 104) was confirmed. As received, the monitor's front response button was non-functional and the abnormal shutdowns, code 104 (sd card fault) and code 204 (belt/monitor unusable) were confirmed in the downloaded flag data. Upon investigation contamination was observed in the monitor on the j1001, j1004 and j101 connectors. The cause of the service codes, abnormal shutdowns and defective response button was the internal contamination. The root cause of the contamination was ingress of an unknown substance. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was resetting and displaying service codes.